Manufacturer narrative:
H6: code 400(other): support tube bentbased upon the inquiry information received and the visual examination, it was concluded that the instrument was returned with a bent shaft. No testing could be performed due to the condition of the instrument returned. No conclusion could be reached as to how this damage occurred or why the device reportedly "locked on tissue". Each instrument is evaluated during the assembly process to ensure the clips feed properly and that the clip form is within design specification. Co strives to understand each incident as it occurs in order to continuously improve products.

Event description:
During a laparoscopic cholecystectomy the surgeon used the al326 the surgeon fired the second clip on the cystic artery and the applier was locked in the closed position on the vessel. Another clip applier was introduced from the lateral port to place clips adjacent to the locked applier. The artery was then transected and they were able to remove the device. The procedure was completed without incident. The device is being returned with the locked clip in the jaws and the jaws still locked. There was no consequence to the pt.